Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/ explanted. Investigation could not be completed and no conclusion could be drawn as no device was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: we found that the tip are strongly damaged and worn. It is likely that these damages were caused due to too much mechanical force or possible contact with other metallic parts during drilling may have caused these damages. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery the instruments broke and have been damaged because of high force. No patient involvement was reported and no delay in any procedures was reported. This is report 2 of 2 for complaint com-(B)(4).